Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left circumflex coronary artery. A 6f non-bsc guide catheter was engaged in the left main artery. A non-bsc guide wire was then inserted into the lesion. Pre-dilation was performed with a 3.0 x 15 mm non-bsc balloon catheter to dilate and expand lumen. A 3.5 x 16 mm synergy drug-eluting stent was selected and advanced but failed to cross the lesion. The device was removed and lesion was dilated again with the same balloon catheter, but still the stent could not cross. After removal, the physician found out that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.